Event description:
On (B)(6) 2020 at (B)(6), a defective spinning spiros was found while infusing doxorubicin/vincristine/etoposide for a patient. The defective spinning spiros became unattached to the IV line which led to 20 ml of the chemotherapy from being spilled. This led to the patient's blood being backed up into the line leading to a delay in therapy to the patient by 30 minutes. FDA safety report ID# (B)(4).